Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during the recirculation and prime stage of device set-up, and not during dialysis mode. The user facility observed the saline bag refilling with dialysate during recirculation. There have been no reported adverse events associated with the saline back fill issue. The reported issue is currently under a CAPA investigation via the device manufacturer. The investigation is currently pending; a supplemental MDR will be submitted upon completion of the device investigation.

Event description:
The user facility reported the saline bag back filled during the recirculation mode. There was no pt harm or injury as there was no pt involvement at the time of the reported incident. No further info was provided.